Manufacturer narrative:
A specific root cause could not be identified. This type of event is typically caused by carryover mainly due to an issue with sample quality. As the discrepant results were observed two hours after the sample with the extremely high hcg result was tested, a relation is unlikely.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable hcg results for two patient samples after an extremely high hcg result was received for one other patient sample. A patient was tested for hcg and the result was (B)(6). Afterwards, one sample was tested for probnp and one sample was tested for tsh. These results were believed to be correct. Then one sample was tested for hcg and the result was (B)(6). One other sample was tested for hcg and the result was (B)(6). These samples were repeated and the result for both samples was (B)(6). None of the erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 259199. The expiration date was requested but was not provided. The analyzer was tested for contamination but none was found. No further issues occurred.